Manufacturer narrative:
An asp field service engineer has assessed the unit. The (B)(6) technician has reviewed the aer service parameters with the hospital's biomedical technician. The fse stated that the problem seems to have begun when the customer introduced a long olympus connecting tube. They switched back to the shorter tube and the problem appears to have subsided. During an on-site opa inservice visit by an asp representative, the facility practices and aer connectors were reviewed.

Event description:
A customer alleged that after processing olympus 180 and 160 series colonoscopies using the long olympus connecting tube (newly introduced into their practice), it was noted that an unknown amount of cidex® opa was present intermittently as they were drying the scopes with compressed air. The customer reported that to clear the visible blue fluid, they are manually flushing the auxiliary water channels of each scope following the cycle completion in the aer. The issue is not observed with gastroscopes nor in the suction-biopsy/air-water channels of the colonoscopies. The customer reported that upon reverting back to the use of the shorter tube, the problem appears to have subsided. An asp field service engineer assessed the unit onsite.

Manufacturer narrative:
(B)(6). The contact is an asp quality representative and not a health professional. There are three units at the customer site, serial (B)(4). Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and the health hazard evaluation. The DHR for the three aers were reviewed and no issues were noted. The service and complaint history for the asp automatic endoscope reprocessor with printer is not available as the hospital's biomedical department handles most of the issues. Therefore, the account history could not be reviewed. Trending analysis for the problem code "scope residual liquid post processing" was completed for (B)(4) 2009 through (B)(4) 2010 and the trend line lies below the upper control limit. The hhe (health hazard evaluation) for residual high level disinfectant (hld) was reviewed and the risk was low. There were no parts returned to asp for testing.